Manufacturer narrative:
(B)(4). The device is currently shipping from portugal to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "although the infuser has been prepared for continuous infusion of fluorouracil and 0.9% nacl for 22 hours, the patient reported that the infuser had emptied in about 3 hours and not in 22 hours. This situation was verified with more 4 infusers, on which patients have reported that infusion lasted 10 to 12 hours and not 22 hours." Two different batches are complaining: (B)(4).